Manufacturer narrative:
Additional concomitant medical products: product ID 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient stated the rep indicated that since the patient had the old version of implant and the patient might have problems from existing device and might need new device placed. The patient stated the device was acting funny and the patient stated they had to boost the stimulation because it was acting up. They stated the recharger was acting up for the last 3 months. The patient states she was able to get the device to charge. They clarified the device was acting up 3 weeks ago. They were not charging for over a month and the stimulation died out 2-3 weeks ago. No out of box failure was reported. No further allegations/complications were reported.